Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) on the home choice device during an unknown step of peritoneal dialysis therapy. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.